Manufacturer narrative:
The device was returned rolled up in a plastic container. The mesh was removed and appeared to have been rolled up toward the hydrogel side of the mesh. As reported some of the hydrogel had become separated from the mesh. Due to the as received condition and the advanced state of hydrolysis of the hydrogel, it is unclear what caused the problem reported by the user. A review of the manufacturing records was conducted and did not reveal any discrepancies or nonconformance issues that may have caused or contributed to the event as reported. The IFU for this device prescribes that the ventralex st should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight st before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight st mesh. Insert the prosthesis through the trocar using a rigid instrument such as non-serrated, 5mm forceps; do not over force the prosthesis through trocar. If ventralight st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace and retry with the next available larger sized trocar. The limited information provided did not indicate the manner in which the surgeon prepared to device prior to placement. We have requested additional information, however, none was provided by the facility contact. Based on the as received condition of the device a definitive cause cannot be determined at this time.

Event description:
The following was reported to davol: it was reported that during a laparoscopic umbilical hernia repair procedure the doctor noted that the hydrogel film was not intact on the ventralight st mesh. There was no patient injury and the doctor used another same device to complete the case. A malfunction report is being filed because if the problem had gone undetected it would compromise the effectiveness of the mesh creating a potential for mesh adhesions to sensitive organs.